Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. In addition, the lot number was not provided in order to perform a lot history review. Based upon the information provided and the investigation performed by accessclosure, the cause of the reported pseudoaneurysm with vascular surgical repair is unknown. Pseudoaneurysms are known complications of catheterization procedures, regardless of closure device use. They may also occur with manual compression. There is no evidence to suggest that the mynx device did not meet specification or perform as intended. It was reported that hemostasis was successfully achieved with the mynx device. Per IFU, the mynx vascular closure device is indicated for use to seal femoral arterial access sites. The safety and effectiveness of the mynx have not been established in patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery. The lot number was not provided, therefore the expiration date and device manufacture date are unknown.

Event description:
A 6/7f mynx was used to close bi-lateral access sites (6f sheath both sides) for a heart cath with femoral arteriogram in a female patient. Subsequent to the heart cath procedure, the physician decided to do an abdominal and peripheral run-off angiogram which revealed disease of the common femoral arteries. The physician then decided to stent both the right and left common femoral arteries. The physician, trained in the mynx procedure, proceeded to prep and deploy the mynx closure device per IFU. Hemostasis was achieved successfully. It was reported to the sales representative that the patient experienced swelling with pain 5 hours post mynx procedure. The patient was sent for a doppler, and was diagnosed with bi-lateral pseudoaneurysm. The patient went to the operating room the following day for vascular surgical repair of the pseudoaneurysms. The patient was reported to be recovering without further clinical sequelae.